Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The patient's symptoms showed slow gradual improvement, but then stopped as the patient developed posterior capsular pacification (pco). Yttrium-aluminum-garnet (yag) laser surgery has been planned to open up the capsular bag which could help the cloudiness. The doctor could see this has developed along with a 60 degree fold line in bag causing glare lines in patient's vision. Prior to pco the patient noticed that it was difficult to see clear while driving on cloudy days or indoors in dim lighting.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implantation, the distance vision was bad but near vision was better. Consumer had some swelling and also the intraocular pressure (iop) was low (10), which caused bad vision at distance. Consumer was told to continue drops and to wait for the swelling to go down. The consumer was home bound and could not drive. Additional information was received. The vision was 5-10% better, but later it was back to the way it was previously. The patient had improved a lot. The blurry vision was caused due to swelling in the back of the eye. The doctor has been tapering off the steroid drops and would continue to see how the symptoms improve. As of now, the patient has a bit of myopic outcome, measuring -1.50. The vison was much better the last couple of days, though recently there was worse fluctuation in vision. The patient would consult the doctor to see if there is a need to alter the drops again.